Event description:
It was observed during the device inspection, that the bronchovideo connecting pipe coating is peeling off (more than 1mm²). There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes due to some kind of stress such as degradation, damage or deterioration of parts. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.